Manufacturer narrative:
E2, e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following malfunctions: ccd (charge coupled device) unit is corroded, corrosion on the coupler, camera cable leakage. Based on the results of the investigation, it is likely that the following led to the malfunction: the ccd unit is corroded; therefore, it is likely that normal communication was not possible, leading to the generation of the image noise. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had noisy image. The event occurred in preparation for use/prior to sedation. There were no reports of patient harm.